Event description:
The following was reported to boston scientific (bsc) on 11/17/06. According to the customer: "lica cavernous sinus giant aneurysm treated in 2006 with stent assisted coiling. Pt presented twenty days later with trigeminal paralysis (frozen eye) of 3, 4 and 6th nerves. Pt underwent angiography, further occlusion of aneurysm noted."

Manufacturer narrative:
[The following add'l follow up info regarding the event was rec'd on 12/6/06): it was confirmed that "only the aneurysm was occluded. No coils prolapsed into the pt vessel. There were no issues reported on any of the bsc products/ devices [used to treat the pt's lica cavernous sinus giant aneurysm] nor after the procedure. None of the bsc products/devices used in the procedure performed were thought to be related to this adverse event." The device in question will not be returned to the MFR for further investigation as it was implanted into the pt. An investigation on the lot history review of the device in question is currently in progress. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.